Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The list number has a common device name of 80fpa and a 510k of k103344. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported no flow. The primary tubing set was being used to deliver an unspecified volume of normal saline, via a symbiq pump. At an unspecified time, the male adapter of an unspecified secondary tubing set was connected to the proximal clave y-site of the primary tubing set for a piggyback deliver of 250ml of vinblastine. It was reported that after the piggyback was complete, the nurse delivered 20ml of normal saline into the secondary solution container through a needleless valve connector. The customer contacted indicated that the nurse restarted the delivery using the symbiq pump. At this time, it was reported that no flow of solution was noted. It was reported that the delivery was stopped and the tubing set removed from the pump. The customer contact indicated that the nurse then reportedly flushed 20ml of normal saline into the distal clave y-site, up through the tubing set cassette into the secondary container, and placed the tubing set back into the pump. It was reported that delivery was restarted and solution flowed through the tubing set. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.